Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. However, during pressurization upon second inflation for 30 seconds the balloon ruptured during procedure. The device was removed without any problem, and the procedure was completed with another of same device. There were no complications experienced by the patient as a result of this event.